Event description:
It was reported that the pump screen has vertical lines and turning gray. There was no adverse impact to customer¿s blood glucose level. Reportedly, customer continued using pump via mobile app for insulin therapy.